Event description:
Reporter alleged blood glucose measured 373 mg/dl back to back with another result of 59 mg/dl when testing was performed mins apart. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.